Manufacturer narrative:
Device evaluated by MFR: the device was received with the stent partially deployed on the delivery system. No damage was noted to the stent. A visual and tactile examination identified no issues with the tip of the device. A visual and tactile examination identified no issues along the length of the device. No damage or issues were noted with the handle of the device.

Event description:
It was reported that inadvertent stent deployment occurred. An 8x80x75 epic vascular stent was selected for use. During the procedure, it was noted that about 1cm of the tip of the stent had been deployed before putting the device in the patient's body. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that inadvertent stent deployment occurred. An 8x80x75 epic vascular stent was selected for use. During the procedure, it was noted that about 1cm of the tip of the stent had been deployed before putting the device in the patient's body. The procedure was completed with a different device. No patient complications were reported.